Event description:
According to the operator, during a surgical procedure the knee positioning device slowly lowered diagonally downwards. The pt was supported by the surgical staff. There was no injury or adverse effects to the pt. (B)(4).

Manufacturer narrative:
A maquet service technician inspected the device on (B)(4) 2013 at the site. No issues which would explain the described behavior were found. The incident could not be reproduced. With the safety catch engaged in accordance with the device's instructions for use (ga100704en16), the reported slow lowering is not possible. The affected joint has a safety latch when placed at 0 degrees and 90 degrees ("z-position") which automatically clicks into place in the corresponding positions. In addition, the joint of the "knee plate" has two sets of teeth that mesh to prevent any movement when secured with an eccentric lever. The setting of the "z-position" is clearly described in the instructions for use in chapter 3.4. The manual also contains various warnings that all locking elements have to be properly closed and the parts must be properly fixed. The post likely cause of this event was the failure to properly lock the safety catch. Then, due to load applied to the device, the tooth locking system slipped. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.